Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty disconnecting the female connector of the transfer set from the patient line of the cassette which resulted in a separation between the female connector and main body of the transfer set. It was further reported that the dark blue end (female connector) inside the transfer set is unglued and coming out of the transfer set and the pointed end remains in the patient connection line. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. The sample was returned attached to an amia patient connector, and there was no evidence of damage to the female connector. A visual inspection with the naked eye, noted the female connector was separated from the main body. The insert chip was not returned with the sample to verify, if solvent was present. However, there was evidence on the female connector, indicating the insert chip was present during assembly. The reported condition of separation between female connector and main body was verified. The cause of the condition was determined to be, due to inadequate solvent to the main body during manufacturing. Functional testing, including clear passage testing was performed with no issues noted. The female connector was connected, disconnected, and leak tested with the amia patient connector with no issues noted. The reported condition of connection to female connector was not verified. Should additional relevant information become available, a supplemental report will be submitted.